Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2023, it was reported by the patient that the less the 10 but more than 6 infusions set cannula was found kinked. He stated that he would just adjust the tubing by extending/stretching it to be straight and continue using it and confirmed that he would not change infusion set to resolve issue. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.